Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the medical surgical ICU. The catheter was placed without incident. Within 24 hours post insertion, the arterial catheter stopper working. It no longer functioned and provided arterial blood pressure. As a result, the catheter was removed. It is not known if another catheter was used for this pt and if this caused a delay in treatment. There was no pt death or complications reported.